Manufacturer narrative:
Device evaluation: one photo was submitted for investigation. The photo shows the label side of two trays for tracheal tube products of part number 100/199/080, the lot numbers are not legible; the devices are not visible in the photo. The reported failure mode, leaking, is not confirmed. No product sample was received; therefore, visual and functional testing could not be performed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device did not work as intended due to a leakage issue. The device was removed and the patient was re-intubated. This occurred four (4) times for a single patient. Two (2) devices passed the pre-intubation cuff inflation test. Once placed in patient, the cuffs deflated. No adverse patient effects were reported by the customer additional events can be found in (B)(4).

Manufacturer narrative:
Other text: b3: date of event, d4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.